Event description:
It was reported the device was used during a right lung biopsy procedure. It was reported by the affiliate that the cartridge delivered 6 rows of staples, but the device failed to cut. A new cartridge was opened and the second cartridge failed. There was no pt consequence. Add'l info received on 11/27/97. It was stated by the sales rep that the nature of inquiry was for a second cartridge.